Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the transparent dressing was confirmed, but the exact cause could not be determined from the two photographs that were provided for investigation. One photo showed the tegaderm dressing being held by its border. The backing had been removed. The hole is located within the clear portion of the dressing and appeared to be just smaller than the tip of the finger holding the dressing. The hole is non-concentric and the edges appeared ragged. The other photograph showed the backing. No damage associated with the location of the hole could be discerned on the backing. Since a hole was observed in the dressing, the complaint was confirmed, but the exact cause could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a hole in the tyvek dressing.